Event description:
Surgeon noticed abrasions on the right side (approx. 1cm) and left side (approx. 5mm) lower lip potentially due to a drill burn after surgery when he was cleaning the patient's face. Upon notification, the supervisor contacted the surgeon. He felt this was an abrasion rather than a burn. He said the handpiece did not get hot to hold while he was using it. He questioned if there could have been a sharp edge on the retractor, but upon examination of the retractor, no sharp edge was noted. The surgeon was holding the retractor and the drill during the procedure. The micro drill was sequestered and subsequently sent back to the manufacturer. Following up the next week with the surgeon, he felt it was a burn and maybe the ballbearings caused the burn guard to get hot without the handpiece getting hot. Following up again with the surgeon three weeks after the event, the patient was doing very well.